Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-02123. It was reported that during a percutaneous coronary intervention procedure, the balloon froze on the guide wire. The physician stated that he has been experiencing issues with the apex balloons sticking to the choice guide wires after the balloon inflation. The physician has been able to successfully remove the balloon from the pt. No pt complications were reported.